Event description:
Could not advance filter: when attempting advancement, filter got stuck below hub junction. Dr. Suggests caused by introducer kink. Replaced entire system. No further complications reported.